Manufacturer narrative:
The customer reported that the device was a factor in the death of an infant during childbirth. This adverse event is being considered as reportable since it is a death where an allegation has been made that the device was a factor in the death. The customer used a fetal scalp electrode to monitor the fetal ECG and heartrate, but the fetal monitor showed the maternal hr. The midwife did not regard the fetal scalp ECG or the difference between the fetal scalp electrode and the ultrasound ECG. The midwife did not notice that the fetus died. There is no indication that there was any comparison of the ultrasound fhr to the mother's heart rate as specified in the fetal monitoring instructions for use (IFU). Philips is in the process of obtaining add'l info regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the device was a factor in the death of an infant during childbirth.